Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During visual inspection an inoperative slide clamp sensor was identified, the cause was that the slide clamp sensor was out of calibration. To correct the condition, the safety clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have an inoperative slide clamp sensor. No additional information is available.